Event description:
It was reported to baxter (B)(4) that the reservoir of a half day infusor ruptured during filling. The device was being filled with deferrioxamine when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.